Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube fracture 219 mm distal from the distal end of the strain relief, at this site the hypotube was partially broken but had not separated. A hypotube kink was also noted 530 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip a and dried medium resembling blood in the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03797. Reportable based on device analysis completed on 05-april-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After using 3.00x28mm, 2.75x38mm, 2.75x28mm and 2.75x24mm promus element¿ plus drug-eluting stents (des) respectively which all failed to cross the lesion, a rebel stent was implanted and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube fracture on the 2.75x24mm promus element¿ plus des.